Event description:
The pt was scheduled for a routine diagnostic cardiac catheterization and arrived in the dept. In a fairly stable condition. During the study, the pt was allegedly injected with an unspecified amount of air, went into a "cardiac stand still", and a code was called. There was no aortic pressure noted, and they questioned a seizure due to decreased flow to the brain. There was no heart movement seen under fluoroscopy. The pt was pulsed with electric activity (pea) and was sent to the ICU in a stable condition.

Manufacturer narrative:
A medrad service rep and an internal biomedical engineer checked the injector and no problems were found. A medrad cv sales specialist provided add'l training to the hospital staff. The hospital stated they feel this issue was not related to the injector. They feel this was due to user error.